Event description:
Pt had bard recovery ivc filter placed in 2004. Pt had CT scan on abdomen which showed the filter fractured. The filter was removed but the fractured parts could not be removed and remained in pt.